Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was trying to bolus and the buttons on the insulin pump were not working. Customer stated the numbers on the insulin pump kept ramping on there own. Customer stated she doesn't recall any significant events that may have caused the keypad issues. No further information reported.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. No scrolling of numbers display anomaly noted. No further tests possible due to unresponsive button. The insulin pump was received with minor scratched display window, broken belt clip slot and cracked reservoir tube lip.